Event description:
Hcp reported pt presented with signs of an infection of the ipg and connector. This included increased esr and puffy ipg. The pt was treated with IV antibiotics. The ipg and extensions were removed -date unk -and were returned to the MFR for analysis.